Manufacturer narrative:
(B)(4). A review of the manufacturing records for the intraocular lens was conducted. The review of the documentation and testing presented in the manufacturing record was found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures did not show any change in manufacturing method, inspections, or specifications that were related to the complaint reported. Based on the manufacturing record review, no deviation or assignable cause was identified for the complaint issue reported when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgery center had 9 possible toxic anterior segment syndrome (tass) cases. Per customer, fibrin was present in all patients¿ eyes which is a response to inflammation. The account reported that these patients were treated with an increase of steroid drops which helped to resolve the inflammation. It was reported that the patients have recovered. This MDR report pertains to the patient #8 (right eye). A separate MDR report has been generated for each of the patients.

Manufacturer narrative:
If explanted, give date(s): na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.